Event description:
After an implantation period of approx. 38 months, it was reported that a loss of capture was observed. The device was explanted.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker was visually inspected. Burn marks were noted on the pacemaker can most likely as a result of the reported electrocautery procedure. Upon receipt, the pacemaker was properly interrogated and the memory content was analyzed revealing that during the surgery, the pacemaker activated temporarily the safety backup mode most likely due to the usage of the electrocautery tool. In the safety backup mode the device is operating in unipolar lead configuration. This is an expected behavior. Furthermore, documented lead impedance measurements showed no anomalies. The last successful ventricular threshold was determined to be 1.1v, measured on (B)(6) 2020. At recordings, however, documented intermittent loss of capture. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified in bipolar as well as in unipolar lead configuration. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.